Event description:
The pump was returned for service by the facility's clinical engineer. While in service, a failure code 810:11 was found in the device's event history. The clinical engineer from the reporting facility states there was no report of this pump failing while in use on a pt, and no report of pt injury or medical intervention involving this device.